Event description:
Additional information was provided on 05/16/2024 where it was stated that this event occurred during a shoulder surgery that was completed using another clamp.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a distributor via sems-06566208 that an ar-12160 scissors clamp is rusted and will not cut. This occurred during use. No additional information was provided.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12160 left curved tip scissors lot number: 11517462 was returned for investigation. Visual evaluation of the device noted rust and discoloration near the pins of the device as well as on the joint of the finger and thumb. The most likely cause for this failure can be attributed to environmental due to the cleaning process performed. Dfu-0255-eo warns against usage of low acid or alkaline solutions as they will corrode metal parts and anodized aluminum and compromise plastics. If non-neutral ph cleaning chemistries need to be used, neutralization steps should be taken so as not to negatively impact the fit, finish, or function of the device. Functional testing was performed by attempting to cut a suture and it was noted that the ar-12160 left curved tip scissors would not cut and had a lot of resistance when actuating. The most likely cause for this failure can be attributed to wear and tear.